Event description:
It was reported that during coiling of the hypogastric artery, the fifth embolization coil implant to be placed detached unexpectedly. It had encountered resistance during placement with about 15% remaining in the catheter, but it would not advance any further. It was noticed at this point that it was detached. The physician attempted to push the implant with a different wire, but it would not advance. The implant was removed in its entirety by removing the catheter. There was no harm to the patient and the procedure was considered successful. The patient is stable.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return but has not yet been returned to the manufacturer for analysis. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted. The instructions for use identifies premature coil separation as a potential complication associated with use of the device.

Manufacturer narrative:
Items returned for evaluation: implant. Items not returned for evaluation: pusher, introducer, shrink lock, dispenser hoop, catheter, and v-grip. The visual analysis of the returned items found that the implant was stretched at the proximal section and separated from the pusher. The pusher was not returned for evaluation. The investigation of the implant found the monofilament with a mushroom profile, which indicates the implant experienced a thermal detachment. The reported complaint is non-verifiable. The investigation of the returned coil system found the implant stretched at the proximal section and separated from the pusher. The implant was the only component received for investigation; the associated pusher and catheter were not returned. The visual inspection of the attached monofilament found evidence of thermal detachment, which indicates the implant detached electrically. Though the investigation was able to confirm the implant detached, the evaluation of the implant alone could not definitively determine when or where the coil detachment occurred (i.e., inside/outside the microcatheter). Furthermore, due to the implant being returned separated from the pusher, the investigation could not test for or assess the alleged resistance described in the reported event.

Event description:
It was reported that during coiling of the hypogastric artery, the fifth embolization coil implant to be placed detached unexpectedly. It had encountered resistance during placement with about 15% remaining in the catheter, but it would not advance any further. It was noticed at this point that it was detached. The physician attempted to push the implant with a different wire, but it would not advance. The implant was removed in its entirety by removing the catheter. There was no harm to the patient and the procedure was considered successful. The patient is stable.

Event description:
It was reported that during coiling of the hypogastric artery, the fifth embolization coil implant to be placed detached unexpectedly. It had encountered resistance during placement with about 15% remaining in the catheter, but it would not advance any further. It was noticed at this point that it was detached. The physician attempted to push the implant with a different wire, but it would not advance. The implant was removed in its entirety by removing the catheter. There was no harm to the patient and the procedure was considered successful. The patient is stable.

Manufacturer narrative:
Corrected data - g4 in the first supplemental is listed as oct 13, 2023. The correct awareness date for g4 in the first supplemental report is actually january 19, 2024.